Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the end of the peanut stick was missing the peanut when removed. It wasn't in the trocar. The wound was irrigated and nothing came out. X-rays were clear. The procedure was completed without any further action. A follow-up with the patient on (B)(6) 2016 revealed no complaints or subsequent issues. The doctor was concerned that attempting to open the patient to try to find the swab would do more damage than just leaving it.